Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intracapsular rupture"; "left axillary nodes with silicone signals"

Event description:
Healthcare professional reported left side "intracapsular rupture", "dispersed calcifications", "radial folds", "hyperintense t2 droplets and hypointense lines with silicone signals", and "left axillary nodes with silicone signals (transudate or bleeding)". Device remains implanted.

Event description:
Healthcare professional reported left side "intracapsular rupture", "dispersed calcifications", "radial folds", "hyperintense t2 droplets and hypointense lines with silicone signals", and "left axillary nodes with silicone signals (transudate or bleeding)". Device remains implanted.

Manufacturer narrative:
E1. Zip code continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a5, b3, e1.